Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6., and h.11. The product was returned for analysis, and the reported complaint was observed. The device was returned loose in a plastic bag. The lock-out assembly has been removed. No ovd (ophthalmic viscosurgical device) is observed in the device. The plunger has been advanced past the mid nozzle and is advanced under the iol. The iol is advanced into the nozzle entry and is crushed. The photo received shows a company specific device. The iol is advanced to nozzle entry. The plunger is advanced to mid nozzle and has advanced under the iol (intraocular lens). Plunger underride was observed. The root cause may be related to failure to follow the IFU (instructions for use). No viscoelastic was observed in the device. The IFU instructs: fill the device until ovd can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If no viscoelastic is placed in the device this will cause no coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed that when trying to advance the iol got stuck in cartridge. The procedure was completed on same day. Additional information was requested.